Manufacturer narrative:
Concomitant medical products: dtbb1d1 crt-d implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that t-wave oversensing was observed on a remote monitoring transmission. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.